Event description:
While analyzing a patient's hearth rhythm, the device gave a "no shock advised" prompt for what clinicians believed was a non-shockable rythym. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.